Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause episode due to undersensing during atrial flutter and the device did not pick up the patient's atrial flutter. The icm remains in use. No patient complications have been reported as a result of this event.